Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. It also states to always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level at bedtime ranging from 303-456 (mg/dl). The customer delivered a correction bolus via the insulin pump to address bg level. System check with tandem technical support showed that the pump was performing as intended. However, per health care provider's (hcp) recommendation, the customer was using u-500 insulin. In addition, the cartridge was in use for about 72 hours. Additionally, it was noted that the pump time was incorrect by 1 hour than the accurate local time. The customer reported it was due to forgetting to adjust the time on the pump after daylight savings. During the call, the customer was able to successfully adjust to the accurate time on the pump. During the call, while the customer was loading a new cartridge, the customer received a valid minimum fill message as there was (B)(4) units of insulin in the cartridge. The customer was able to load a new cartridge successfully and resume insulin delivery. The customer confirmed that a bolus would be delivered to bring bg level down to target range and will continue to monitor bg to ensure they respond appropriate to the insulin.